Event description:
Consumer is reporter who states that in 2005 she woke with vomiting. Her husband called '911' and she was admitted to the hospital. At 6:30 pm the same day she called her husband to take her home. She states that her pump wasn't working and she left the hospital four days later. She was unresponsive and she told her mother that she did not want to return back to the hospital. She did return to the hospital on that evening. She had aspirated and was diagnosed with pneumonia. For 1 1/2 weeks she recalls being on life support and crying out for her dad. She survived that hospitalization and was discharged. In the sunday's newspaper of the "seattle times" the patient read an article entitled "woman's coma leads to secrecy in silence." The article quoted medtronic to say that the device/pump didn't malfunction. And she recalls during her ordeal that the manufacturer blamed her for user error! As she explained that she couldn't very well operate the device when she was in a "coma." And the manufacturer eventually told her that if the medical personnel in her town didn't know how to use the pump that it was a "community problem." Fortunately her doctor said that she needed a new pump. The warning message suggested that there was no delivery because of a motor issue. She feels her life was at risk during her first hospitalization since the machine was not properly functioning and it took 2 days to determine the source of the problem.